Manufacturer narrative:
The reported event of ipg being end of life was not confirmed. As-received visual inspection of the ipg did not reveal any anomalies. The ipg was inoperable due to a depleted battery as the patient had stopped charging. During processing of this incident, attempts were made to obtain complete device implant date.

Manufacturer narrative:
Date of event is estimated. E1 - reporter phone number: (B)(6).

Event description:
It was reported that the patient did not charge their ipg as recommended and the ipg became unable to communicate with external devices. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced to address the issue.